Event description:
It was reported during an ablation procedure the irrigation port detached from the cool path duo ablation catheter. The physician had applied rf several times with the cool path catheter when the power delivery decreased. The physician noted the irrigation port was completely detached from the handle. The catheter was exchanged for a safire ablation catheter and the procedure was completed with no consequences to the pt.

Manufacturer narrative:
The device has not yet been received for analysis. When our investigation is complete, a follow-up report will be submitted.